Manufacturer narrative:
(B)(4).

Event description:
The patient had underdose symptoms of a change in spasticity. The patient had less than 50% therapy relief. The patient¿s legs got weak and he couldn¿t stand. The pump logs were checked and an MRI was done. A dye study was done on (B)(6) 2015; they attempted catheter aspiration via the side port. The catheter was sheared at the pump pocket. It was noted to be possibly due to the refill needle. The catheter was replaced. The patient status was reported as ¿alive-no injury¿. The patient was doing well following the procedure. The device system was delivering gablofen.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).